Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for decompression and fixation l4-l5-s1. It was reported that the screw was broken. After the initial surgery on (B)(6) 2024, involving decompression and fixation at l4-l5-s1 with voyager 4.75, the patient experienced radicular pain on the left side. An imaging study revealed a fracture of the pedicle screw at s1 on the left. A revision surgery was performed on (B)(6) 2024, to replace the left s1 screw with a 7.5x40mm screw. During this revision surgery, an interbody fusion at l4-l5 and l5-s1 was conducted via an anterior retroperitoneal approach to achieve circumferential arthrodesis of the affected levels. It was noted that the specific broken screw could not be identified as the explanted implant was discarded. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
G2: country of origin is portugal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Radiographic image assessment indicated that lateral x-ray l4-s1 fusion. Lateral x-ray new capture interbody grafts in 2 compared to 1 at l4-5/l5-s1. Anteroposterior x-ray of images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Only the first screw was broken. There was no malfunction with the other two screws.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.